Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's current blood glucose value was 20 mg/dl. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was unknown that auto mode feature was active or not at the time of event. Customer did allege insulin pump was over delivering. Customer stated that the insulin pump was giving more insulin during bolus. No further patient complications were reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5 retainer = black. The customer alleged the device is over delivering causing low bgs (for the past four (4) days) reported on june 28, 2022. The device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08695 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. No over delivery anomaly noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical damage or moisture damage was found on the electronic assembly (electrical board 1 and 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. The pump passed all functional testing. Over delivery and low bg anomalies are not confirmed. The formatted history file list the following manual programmed bolus deliveries for june 24, 2022 thru june 28, 2022 (the event date and the four (4) days prior to the event date): june 28, 2022 07:44 bolus wizard normalbolusamountprogrammed = 5.9; bolusamountdelivered = 5.9. June 28, 2022 07:59 bolus wizard normalbolusamountprogrammed = 8.5; bolusamountdelivered = 8.5. June 28, 2022 20:35 bolus wizard normalbolusamountprogrammed = 5.8; bolusamountdelivered = 1.9 (bolus was cancelled) 6/28/2022 20:36 bolus wizard. Normalbolusamountprogrammed = 5 bolusamountdelivered = 5 6/27/2022 14:12 bolus wizard normalbolusamountprogrammed = 2.3 bolusamountdelivered = 2.3. June 28, 2022 19:01 bolus wizard normalbolusamountprogrammed = 7.5; bolusamountdelivered = 7.5; june 28, 2022 21:26 bolus wizard normalbolusamountprogrammed = 5.5. Bolusamountdelivered = 3.875 (bolus was cancelled) 6/26/2022 21:27 bolus wizard normal; bolusamountprogrammed = 1.6 bolusamountdelivered = 1.6 6/25/2022 08:26 bolus .wizard normalbolusamountprogrammed = 5.2 bolusamountdelivered = 5.2. June 24, 2022 14:55 bolus wizard normalbolusamountprogrammed = 5.1; bolusamountdelivered = 5.1. June 24, 2022 22:40 bolus wizard normalbolusamountprogrammed = 7.9; bolusamountdelivered = 7.9. June 24, 2022 12:27 bolus wizard normalbolusamountprogrammed = 9.4; bolusamountdelivered = 9.4. June 24, 2022 21:06 bolus wizard normalbolusamountprogrammed = 4; bolusamountdelivered = 4. June 24, 2022 22:32 bolus wizard normalbolusamountprogrammed = 1.9. Bolusamountdelivered = 1.4 (bolus was cancelled) 6/24/2022 22:33 bolus wizard; normalbolusamountprogrammed = 0.6 bolusamountdelivered = 0.6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.